Event description:
Revision surgery - broken stem on encore foundation tibial poly due to pt wear.

Manufacturer narrative:
Sales representative/initial reporter reports that he made attempts to reach the surgeons nurse on 1/9/09, 1/16/09, and 1/19/09. Sales representative was finally able to reach the nurse on 1/19/09 and was told that there is no previous info on this pt.